Event description:
It was reported that the insulin pump had a big scratch across the bottom right of the screen in its corner, as well as another scratch running from the middle to the top of the device. The customer did not know the blood glucose reading. He noted that he may have hit a machine with the insulin pump while at work. He noted that he was able to still read the screen but was advised that it would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window and reservoir tube window, as well as a broken belt clip slot.